Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the atrial lead was damaged, and the end of the helix was straight. As a result, the lead could not be implanted and was not used. The patient was in stable condition.

Manufacturer narrative:
The reported events of the helix damage and a helix mechanism issue were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. Visual and x-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix as received. The cause of the reported events was isolated to blood/tissue in the helix region and stretched helix. Electrical testing did not find any indication of conductor fractures or internal shorts.